Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, verified the reported issue and installed a customer owned graphic user interface (gui) printed circuit board (pcb) and upload software. The ventilator then passed all performed tests and calibrations.

Event description:
It was reported that the ventilator had a blank upper display. The ventilator was not in patient use at the time of the event.